Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. Customer addressed bg with a bolus via the pump and by filling tubing while connected at the site. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.